Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The quality controls were within range before and after the event. The customer ran precision testing, which passed. A siemens headquarter support center (hsc) reviewed the instrument data and discovered that the customer is using a stat spin, which are not recommended by tube vendor. Hsc noted that the samples were spun for five minutes. The tube manufacturer recommends a ten minute spin time. (B)(4) observed no instrument issues in the instrument files. The patient samples ran before and after the sample in question were normal. The cause of discordant, falsely elevated ezcr and k results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated enzymatic creatinine (ezcr) and potassium (k) results were obtained on one patient sample on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s), who questioned them. The sample was repeated on the same instrument and on two alternate dimension rxl instruments, resulting lower than the initial results and matching each other. The patient was redrawn and tested on all three analyzers and results were matching with the repeat results. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ezcr and k results.